Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath and carrier tube. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The device tip is cut, exposing the collagen and anchor. The returned sample appears to have been used and contained the anchor and collagen. Therefore, the complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following an angiogram the 6 french angio-seal (a-s) was opened for closure. The physician went through the steps for a-s deployment, however when he went to retract the a-s sheath after he locked the anchor on the second click, the entire a-s device pulled out of the artery and the a-s did not deploy. Manual pressure was held for closure. The tech scrubbed in to cut the a-s sheath to confirm that the anchor and plug were there, and not in the patient, which they were. The physician stated that the access was steep. The patient remained stable throughout, and the procedure was a success. There was a small hematoma, however the physician was not worried about it, and no intervention was needed for it. The blood loss was less than 250cc.